Event description:
The facility reported a colleague infusion pump with a malfunction where the "damaged lcd display is showing double images." This condition had the potential to interrupt delivery. The event was reported to have occurred during programming / setup. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged liquid crystal display is showing double images was confirmed during product evaluation. The root cause of the reported problem was determined to be the main display showing a portion of the screen twice. Appropriate action was taken to correct the reported problem by replacing the main display screen. This issue has been escalated to CAPA. This device is a unremediated colleague pump with a user interface module software version of 5.04.00.